Event description:
It was reported the patient experienced csf leak when the physician was advancing the needle. The physician opted to abandon the procedure and the patient was advised to lie down for 4 hours. The sjm representative reported there were no symptoms.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.